Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that the lidocaine 200ml (unspecified dose) infusion was programmed to run for 2 hours. At the 2-hour mark, the pump alarmed as if the infusion was complete. However, the nurses noted that the correct volume was not infused and appeared that only 125ml was given to the patient. The volume remained in the medication bag did not get infused to the patient. The infusion was programmed using guardrails drug library. The event occurred in post anesthesia care unit (pacu). There was no patient harm. During a non-bd investigation, the customer's biomed tested the system and the underinfusion condition was recreated. Inspection of the module door latch revealed that the two fingers which engage the anti-free flow clamp on the infusion set were not rotating smoothly; rather, rotation of the fingers feels very sticky. It was also noted that there were some physical damage on the bezel assembly. The bezel assembly was replaced which corrected the underinfusion condition.

Manufacturer narrative:
The reported issue that a lidocaine 200 ml infusion programmed for 2 hour duration had only infused 125 ml after two hours elapsed could not be confirmed or duplicated. Only the source device pumping mechanism assembly with door latch were received for investigation. The associated event log indicated that 200ml had infused; however, it was also recorded that after the two hours, an additional vtbi of 100 ml was entered and the infusion continued until approximately 2.5 ml had infused before termination. The actual bag volume at the start and end of the infusion could not be ascertained from the log. Testing found the received bezel assembly and door latch passing rate accuracy testing after being re-assembled into a complete pump module. Inspection found that a clear fluid residue had come into contact with the bezel, contaminating the primary pumping finger and associated primary pumping finger guides on the right side of the bezel. It is suspected that this issue may have been the cause for the reported incident and biomed testing result of under infusing. The report of the door latch having a sticky sear was not duplicated; however, the same clear colored fluid contamination was found at the sear hinging area and on the sear, and is suspected to have been the cause. The root cause for the reported under infusion is associated with fluid contamination having entered the pumping mechanism, coming into contact with the primary pumping finger and its guide on the right side of the bezel.

Event description:
It was reported that the lidocaine 200ml (unspecified dose) infusion was programmed to run for 2 hours. At the 2-hour mark, the pump alarmed as if the infusion was complete. However, the nurses noted that the correct volume was not infused and appeared that only 125ml was given to the patient. The volume remained in the medication bag did not get infused to the patient. The infusion was programmed using guardrails drug library. The event occurred in post anesthesia care unit (pacu). There was no patient harm. During a non-bd investigation, the customer's biomed tested the system and the underinfusion condition was recreated. Inspection of the module door latch revealed that the two fingers which engage the anti-free flow clamp on the infusion set were not rotating smoothly; rather, rotation of the fingers feels very sticky. It was also noted that there were some physical damage on the bezel assembly. The bezel assembly was replaced which corrected the underinfusion condition.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, "lidocaine infusion was supposed to run for 2 hours. At the 2 hour mark the pump alarmed as if the infusion was complete. However, the nurses noted the correct volume was not infused. 200ml should have been infused but it appeared that only 125ml infused. This would indicate that the patient did not receive the entire dose. Upon biomed investigation, latch on pump module was found to be really sticky and would not release free-flow clamp effectively when the door was closed which most likely contributed to the under-infusion; bezel where latch clamps was also damaged. Test of infusion module prior to replacing latch and bezel assembly parts failed rate accuracy test and under infused. Pump has no detection mechanism to detect this condition so pump indicated to end user that the correct amount of 200ml(as per programming parameters and time elapsed) had infused when instead it appeared as though only 125ml had infused (approx. 75ml remaining in bag). Confirmed that pump was programmed correctly based on event logs."